Event description:
A report was received from a user facility in canada stating: "the chopper broke during surgery while in the pts eye and ruptured the posterior capsule. The surgeon used the vitrector to aspirate the broken piece of chopper out of the eye. The surgery was completed and the pt is okay."

Manufacturer narrative:
The product has been requested for evaluation; however, it has not been received.